Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance testing and the sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer also reported that the threshold suspend feature was triggered. The customer's blood glucose was 196 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The customer was advised to remove and change out the sensor. The sensor will be returned for analysis.